Manufacturer narrative:
H.10 continued related report number: 1000306051-2025-00032. A review of the device history record for strattice lot sp200337 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. If additional information is made available, a supplemental report will be submitted.

Event description:
Healthcare professional reported that patient had right side breast implant with strattice implanted. The patient then suffered "infection and extrusion" of the implant. On re-operation, the tissue was noted to be "partially dissolved." This record is for the strattice tissue graft. The related breast implant was previously reported under mrn 9617229-2022-17949 (abbvie complaint number: (B)(4). Pmqa received a communication from FDA cber regarding related report mrn: 1000306051-2025-00032 (abbvie complaint number: (B)(4) reporting additional information provided by the surgeon on (B)(6) 2025. The surgeon reported patient "had replacement of bilateral implants with capsulectomies and strattice slings on (B)(6) 2025." The surgeon provided lot numbers which were for strattice tissue. Therefore, it is assumed that the patient had strattice tissue implanted and not alloderm.